Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn (B)(4) units, there has been an issue with oil gel globules with an unspecified number of tubes accumulating on the chemistry analyzer sample probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received three photos for investigation. The visual evaluation of these photos does not show the customer's indicated failure mode; instead, a machine is shown in the photos, not the product with the observed failure. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there has been an issue with oil gel globules with an unspecified number of tubes accumulating on the chemistry analyzer sample probe. No adverse impact was reported regarding the patient or user.